Event description:
The heater temperature would not rise above 27 degrees celsius. The heater wire was changed. This still did not raise the temperature. Exchanged the heater and the temperature reached 34 degrees within 15-20 minutes.